Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information. (B)(4).

Event description:
Approximately 4 hours into a 7 hour procedure, the ceramic coating on one side of the tip of the device reportedly peeled off and the coating made contact with the patient. The piece of coating was easily detected and removed from the patient and the device was replaced with another device from a different lot number to complete the case.